Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event nodules (pt: injection site nodule), was deemed to meet the serious criteria of disability or permanent damage and required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a female patient (herself). The patients date of birth was reported as unknown. She was injected with radiesse(+), into the cheeks and chin (off label use of device), on (B)(6) 2022 (also reported as (B)(6) 2023). Batch number and expiry date were unknown. After the radiesse(+) injection, the patient experienced pain in her cheeks and chin area. She had painful nodules, as well as pain and pressure to the face under eyes and maxillary sinus area, further described as tenderness and nodules. On (B)(6) 2023, she came back in and was treated with luminare aesthetics and wellness, but nothing changed. The pain did not go away. The reporter wanted a protocol to have it dissolved/dispersed. Due to the provided information, the outcome of the events was considered as not resolved. Follow-up information was received on (B)(6) 2023: this case was upgraded to serious. The patients age, date of birth and weight (74.84 kg) were provided. She was 53 years old at the time of the events. The patient was not previously treated with filers. The patients medical history was reported as none. On (B)(6) 2023, the owner wrote the patient and provided her the study for removing nodules. The owner did not see the patient and was not sure what the exact issue was at that time. The owner did a lot of research on that in the past, consulted other practitioners and physicians, and had good experience with a combination of saline, hylenex (product that reverses hyaluronic acid) and steroid. The product they were discussing, sodium thiosulfate (sts) was very painful to inject and was not recommended in the past over what the owner did above. It was possible that it was going to take more than one session, depending on the issue. The facility where the injection was completed refused to seek the protocol and use the recommended methods for this type of event. A mixture of hylenex, corticosteroid and lidocaine was used to dissolve the radiesse by the owner. The owner offered the patient botox treatment the day that she attempted to dissolve the radiesse. The patient declined. No relevant laboratory tests were performed. It was ambiguously reported that no corrective treatment was performed. The treatment was necessary to prevent permanent damage. The outcome of the events was reported as not resolved (remained unchanged). In the opinion of the reporter, the events were permanent and related to radiesse(+).

Event description:
This MDR is related to MDR 3013840437-2023-00045, referring to the same patient. Follow up information was received on 10-apr-2023: the event pain and pressure/ tenderness was upgraded to serious. The patient was injected with a total of 3 ml (2 syringes) of radiesse(+). Batch number for the cannula was reported as a00058730 (expiry date: 11/2023). The patients medical history included seasonal allergies and allergy to sulfonamide (reported as sulfa). She had a covid vaccine, in (B)(6) 2021. Past medication included sulfonamide. On (B)(6) 2023, the patient experienced pain from the filler. A mass text was sent. Around (B)(6) 2023, the patient responded that she had pain from radiesse(+) since her injections in (B)(6) 2022. She had not reached out prior to this. Corrective treatment included 1 round of 2 mg betamethasone, 75 units of hylenex, and 2% lidocaine, injected straight into nodules. As reported, the patient had an event that night and was afraid of bruising. The practitioner was very gentle and did not massage or poke as many times as normal because the patient did not want a bruise. She was informed several times, that this was most likely needed 2-3 visits, for resolution. After her first round of treatment, the patient did not came back in. The patient was reached out several times, with no response. The treatment was necessary to accelerate recovery or to prevent permanent damage as she had pain 3 months later and needed further treatment. The outcome of the events remained unchanged.